Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode due to an unknown reason during a follow-up in clinic. The patient was asymptomatic. Upon investigation of the device image, it was noted that the device had triggered a vt/vf episode with noise reversion. Noise was observed on the v sense amp and rv coil-can channels. The device was explanted and replaced. No further information is available.